Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt came into the hospital with some chest pain and dizziness. The pt's system controller left hot and upon reviewing the history screen, it was recorded that the pump had stopped 5 times. The pt stated that he never heard an alarm and that he had not disconnected any cables. The system controller was exchanged for another system controller.

Manufacturer narrative:
The device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.